Manufacturer narrative:
Weight was unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional (hcp) via a manufacturer¿s representative (rep); the rep confirmed with the hcp the device was turned on and is functioning. No further complications were reported or are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the caller had no issues communicating with the device before the case or during the case, but in recovery the handset found the device serial number but would not go any further. The caller removed the gauze and tegaderm and put the communicator in a glove, but it did not resolve. The caller noted they would call the patient later at home to talk them through turning the therapy on. It was also reported that while in the room with the patient they attempted to reboot both the handset and communicator, which didn¿t resolve the issue. Additional information was received on 2019-jan-31 from a consumer via a manufacturer¿s representative (rep) indicating that they called the patient later the day of implant and they were able to turn on and adjust their device when they got home with no problem. The rep stated they spoke with technical services and they believed the reason it did not turn on in recovery was due to magnetic interference. The rep stated that all was good now and the problem had been resolved. No patient symptoms were reported. No further complications were reported.